Manufacturer narrative:
Thirty-one 20051e samples were received for investigation; twenty-four samples were received in sealed packaging from lot 19065384, two samples were received in open packaging from lot 19065384 and five samples were received without packaging. No fluid was present in the lines. A visual inspection of all of the returned samples identified the smartsite component to be oval shaped. Pressure testing of the samples received without packaging confirmed the customer's experience as leakage was observed from the oval smartsites. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 19065384 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note, the cause of this issue is exposure of the smartsite® to an external heat source that brings the component temperature above 60°c. The piston head of the smartsite® is oval-shaped therefore when the round female luer adaptor (fla) component is placed over it, the piston opening is squeezed shut in order to create a seal. Under excessive heat conditions, the fla material can soften, and as the piston pushes back on the inside, it can reshape the fla to conform to the original oval-shape of the piston head. A review of the manufacturing process, bd storage conditions, and sterilization process has not found a potential root cause for this level of excess heat. A review of the customer feedback database indicates that there is no general increased trend for oval smartsite® valves. It is possible that there is a local environmental factor that has caused the product to reach the elevated temperature required to cause this issue (e.g. During storage or transit).

Event description:
It was reported that 32 t-conns w/luer slip adpt experienced leakage. The following information was provided by the initial reporter: fluid was coming out from the deformed oval connector end. The smartsite needle-free connector end is clearly deformed into oval shape (should be round shape). Fluid was coming out from the deformed oval connector end. Affected quantity: 32 ea.

Manufacturer narrative:
The following information has been updated: h.6. Patient codes: 2199 -no consequence or impact to patient h3 other text : see h.10.

Event description:
It was reported that 32 t-conns w/luer slip adpt experienced leakage. The following information was provided by the initial reporter: fluid was coming out from the deformed oval connector end. The smartsite needle-free connector end is clearly deformed into oval shape (should be round shape). Fluid was coming out from the deformed oval connector end. Affected quantity: 32 ea.